Event description:
The pt had contacted lifescan and reported that his surestep test strips had no reaction and was not changing color when a blood sample was placed on it. There was no allegation of harm or serious injury. The pt had reported that his surestep meter was also reading inaccurately erratic with results of 31 mg/dl and 140 mg/dl, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. However, the test strips were reported to have no color change or reaction. His test strips were within the expiration date. He did not receive any medical attention or treatment. His testing technique was correct and the meter was set in the right unit of measurement (mg/dl). Based on the info provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no info to suggest that the pt experienced injury due to the product. This case is reported as a product malfunction. The pt was going to purchase new test strips.